Event description:
On 22nd april 2022, getinge became aware of an issue with one of our surgical lights ¿ xten. The received customer allegation regarded a non reportable issue. On (B)(6) 2022technician went on site and detected a reportable issue - rust on cupola and main arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any rust particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ xten. The received customer allegation regarded a non reportable issue. On (B)(6) 2022, technician went on site and detected a reportable issue - rust on cupola and main arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any rust particles falling off into sterile field or during procedure may cause contamination. Based on information provided by the getinge technician customer stated that they have no intention of future repairs on current light system and consider buying a new lamp. Based on the information collected to date it was established that when the event occurred, the surgical light did not meet the manufacturer¿s specification, since rust on cupola and main arm could be considered as technical deficiency, and in this way device contributed to event. There is no information that the device was or was not being used for patient treatment when the event took place. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. A subject matter expert performed the further analysis. As it is not possible the get pictures of defects here are enclosed the 2 most probable root causes about this case. Regarding the rust if the picture is not available it is difficult to establish but the most probable cause of this rust is linked to the lack of paint. All maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The subject matter expert at the manufacturing site reviewed the issue and came to conclude the following: the paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor pain chip can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. This even is clearly due to cleaning product. Nevertheless, the deterioration of this paint is far advanced and it must have started years ago. Such troubles should have been detected first by the user during daily and monthly checks. The current cleaning product used by the customer site must be changed to a type as described in the user manual. We believe that if the manufacturer recommendation would have been followed the incident would have been avoided.

Event description:
Manufacturer's reference number: (B)(4).